Event description:
Nextar spine system is inaccurate. Does not register correctly with CT scans as advertised. The system does not work for many CT scan settings. The sales team is actively misleading spine surgeons. The system is not accurate as advertised, the system shakes during use so prevents accurate tracking and guidance. My surgeon had numerous surgeries delayed and instruments fail during surgery and the company did not properly handle the complaint. The company launched a system that doesn't work and is covering up failures.